Event description:
On 11/17/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right superficial femoral artery. The deployment was without difficulty and hemostasis was achieved. Approx two months later, the pt returned to the facility with complaints of pain extending from her tigh to her knee. On 01/13/1999 the pt underwent a duplex ultrasound which identified a focal proximal superficial femoral artery occlusion with thrombus. There was no medical intervention planned or carried out at that time. As of 07/27/1999 there has been no report to the MFR of medical intervention, further complication, or additional pt sequelae.